Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was moving around. The physician replaced and adjusted the ipg. The explanted ipg was not returned to bsn as it was not released by the medical facility.